Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified left common femoral artery after an interventional right femoral angioplasty procedure. Reportedly, hemostasis was achieved by the device. Upon completion, it was observed that there was no pulse on the leg below the puncture site. An angiogram showed that the common femoral artery had 'closed'. The clip was reported to have captured the back wall of the artery as well. Surgical intervention was performed to treat the dissection at the arterial wall. The clip was removed and the vessel was treated with a vessel patch. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) patient selection the customer reported the device was discarded. Review of the device history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. It should be noted that the reported use of starclose device in a calcified artery is not consistent with the instructions for use.